Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 108c80. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received partially fired 1/2. Upon further inspection, the reload was found to have damage on the knife channel, and the one-piece sled was noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 108c80, and no non-conformances were identified. Additional information was requested and the following was obtained: the item was in use in a bariatric case, the reload is also included in the box for evaluation. The stapler half fired the reload then stopped. No patient consequences, a new stapler and reload were opened and the case was completed successfully.

Event description:
It was reported that during a bariatric case procedure, device failed to fire. No patient consequences were reported as they just opened another stapler to complete the case.